Event description:
Customer reportedly received result of 333 mg/dl on aviva system 1 and result of 154 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303467, expiration 02/28/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.